Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of snare loop unable to cut.

Event description:
It was reported to boston scientific corporation that a captivator cold snare was used in the transverse colon to remove a 5mm polyp during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the device did not cut the polyp. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.